Event description:
The catheter is designed to provide intravascular imaging of coronary arteries. After advancing the catheter into the coronary artery, an error message displayed on the console. The catheter was removed from the body. During inspection of the catheter by the physician, it was noted that the hub/connector portion was not attached properly. This part of the catheter never enters the body. The catheter was removed from service, and the company representative notified.